Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4) found the battery was at normal end of life, telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) and a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s disease and movement disorders. It was reported that there was a premature/early battery depletion to eri. The patient was programmed at greater than 5.5 volts per hemisphere for therapeutic benefit. All impedance was normal. The ins was replaced on (B)(6) 2019 and the issue was resolved at the time of the report. Additional information was received from the consumer on (B)(6) 2019. It was reported that they were told the battery would last three years and that the hcp thought the battery possibly depleted sooner than anticipated because of the patient¿s high settings. No patient symptoms or further complications were reported as a result of this event.